Manufacturer narrative:
The retained samples have been inspected visually, tested electrically and mechanically. All samples were found to perform within limits. No faults could be detected. We have been investigating this incident and sent a product specialist to the hospital in (B)(6). After some investigations in cooperation with hospital staff, it seems that the issue exists only in combination with the simultaneous use of a diagnostic device of boston scientific (rhythmia mapping system). When switching on the defibrillator in (B)(6) hospital, which was connected to the patient, the specialist observed a clear ECG. Suddenly the defibrillator lost the ECG without touching the defibrillator or the electrodes. The defibrillator showed the failure message: "contrôler les électrodes patient" (translated: "check patient electrodes"). After some seconds, the ECG signal came back in the same good quality as before. After further investigation at site, it was recognized, that the defibrillator loses the ECG signal, approx. 4 seconds after the operating doctor activates the rhythmia mapping system with the foot switch. As long as this system was activated, there was no signal detection on the defibrillator. It took another 1-2 seconds after deactivating this system, and the ECG signal was back again. This fact was verified 3-4 times, each time the doctor activated the mapping system. Further tests are planned with different electrodes and defibrillators to verify these results and further clarify cross-influences. We will provide a follow-up report as soon as these results get available. Device not returned to manufacturer.

Event description:
On august 17th, we have been informed about a malfunction with a defibrillation electrode at hospital (B)(6). The initial report disclosed that "we encountered a problem with the defibrillator (tec 7731 k nihon kohden) and the electrodes df43n in cardiology surgery. Before use, nurses checked the defibrillator (tec nihon kohden) that was ok and they connected it to the electrodes. But unfortunately when a shock to the patient was needed, it didn't work and there was no ECG trace. The defibrillator interface showed "connect the electrodes" whereas it was already done... External defibrillator paddles need to be used to make the operation good... The patient is safe. Later, the defibrillator has been tested by the biomedical team and it was ok. Moreover, this is not the first time it happened. So we think maybe the problem came from the electrodes, may be a compatibility issue ? Or maybe it comes from a misuse. So please could you first examine this record and then could you send us the best way to use the electrodes with nihon kohden defibrillator ?" As the involved samples was discarded at the facility, the hospital "supposed [the lot number] to be 60316-0776'.

Manufacturer narrative:
The retained samples have been inspected visually, tested electrically and mechanically. All samples were found to perform within limits. No faults could be detected. We have been investigating this incident and sent a product specialist to the hospital in (B)(6). After some investigations in cooperation with hospital staff it seems that the issue exists only in combination with the simultaneous use of a diagnostic device of boston scientific (rhythmia mapping system). When switching on the defibrillator in toulouse hospital, which was connected to the patient, the specialist observed a clear ECG. Suddenly the defibrillator lost the ECG without touching the defibrillator or the electrodes. The defibrillator showed the failure message: "contrôler les électrodes patient" (translated: "check patient electrodes"). After some seconds the ECG signal came back in the same good quality as before. After further investigation at site, it was recognized, that the defibrillator loses the ECG signal, approx. 4 seconds after the operating doctor activates the rhythmia mapping system with the foot switch. As long as this system was activated there was no signal detection on the defibrillator. It took another 1-2 seconds after deactivating this system, and the ECG signal was back again. This fact was verified 3-4 times, each time the doctor activated the mapping system. Nihon kohden has visited the complaining hospital in december and has run additional tests with original accessory electrodes. We have been informed by a hospital representative about the results: "after several tests, we concluded that there were interferences between the nihon-kohden tec 77 and the st-jude ablation generator. We tried to operate with another generator : a stockert one, and it worked...for a moment only (a few days). We stopped using the tec 77 and we use now nihon-kohden tec 55, new generation defibrillator which do not interfere for now with our generators." "There is no more interferences for now between the tec 55 and the rhythmia mapping system." We therefore conclude that the complained issue was not caused by skintact defibrillation electrodes but by interferences between the nihon kohden tec 7731 k and other pieces of equipment used.

Event description:
On (B)(6), we have been informed about a malfunction with a defibrillation electrode at hospital toulouse, france. The initial report disclosed that "we encountered a problem with the defibrillator (tec 7731 k nihon kohden) and the electrodes df43n in cardiology surgery. Before use, nurses checked the defibrillator (tec nihon kohden) that was ok and they connected it to the electrodes. But unfortunately when a shock to the patient was needed, it didn't work and there was no ECG trace. The defibrillator interface showed "connect the electrodes" whereas it was already done... External defibrillator paddles need to be used to make the operation good... The patient is safe. Later, the defibrillator has been tested by the biomedical team and it was ok. Moreover this is not the first time it happened. So we think maybe the problem came from the electrodes, maybe a compatibility issue ? Or maybe it comes from a misuse. So please could you first examine this record and then could you send us the best way to use the electrodes with nihon kohden defibrillator ?" As the involved samples was discarded at the facility the hospital "supposed [the lot number] to be 60316-0776'.